Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is not sure if the pump is alerting no delivery. The customer's blood glucose was ranged between 515mg/dl-558mg/dl; treated with manual injection. The customer stated that the cannula was kinked a bit, attempted to do it manually but it would not allow it to. Customer declined high pressure test. There were multiple no delivery alarms found in pump history.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.